Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded non isolated episodes were inappropriate shocks were delivered due to atrial originated rhythms. The device was blanking atrial beats, therefore discriminators were not able to work appropriately. It was recommended to check if the patient was taking the meds and device programming options were discussed. The ICD remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded non isolated episodes where inappropriate shocks were delivered due to atrial originated rhythms. The device was blanking atrial beats; therefore, discriminators were not able to work appropriately. It was recommended to check if the patient was taking the meds and device programming options were discussed. The ICD remains in service. The patient went for a supraventricular tachycardia ablation. No additional adverse patient effects were reported.